Manufacturer narrative:
Initial report stated: this issue has been designated as a malfunction of the device and is considered MDR reportable as "when implanting lens, doctor noticed haptics were completely missing from lens." Lens was intact when initially prepared for surgery. This event occurred during iol insertion, and the iol was explanted. The incision was made larger in order to explant lens. According to the doctor, patient is doing fine. Returned product has been received at the manufacturer, and a device evaluation is pending. When the evaluation is completed, a follow-up report will be submitted to FDA. The purpose of this follow-up report is to add the findings from the device evaluation, as noted below. On (B)(6) 2015, a product evaluation was conducted on the returned device and a review of the device history record (DHR) was completed by (B)(6), (B)(6) department. The report noted that the lens was returned with the lens case. One of the haptics was broken at the root of the optic. A review of the DHR noted that no abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation it is believed this issue is not product related.

Event description:
The lens was intact when initially prepared for surgery. After doctor implanted the lens, he noticed that the haptics were completely missing from lens. The incision was made larger to remove the lens. As of (B)(6) 2015, doctor reported that the patient is doing fine.

Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as "when implanting lens, doctor noticed haptics were completely missing from lens." Lens was intact when initially prepared for surgery. This event occurred during iol insertion, and the iol was explanted. The incision was made larger in order to explant lens. According to the doctor, patient is doing fine. Returned product has been received at the manufacturer, and a device evaluation is pending. When the evaluation is completed, a follow-up report will be submitted to FDA.

Event description:
The lens was intact when initially prepared for surgery. After doctor implanted the lens, he noticed that the haptics were completely missing from lens. The incision was made larger to remove the lens. As of (B)(6) 2015, doctor reported that the patient is doing fine.